Event description:
Pt was a s/p bilateral mastectomies for cancer. Bilateral reconstructive surgery was performed on 10/22/82 utilizing silicone mammary prosthesis. In 2/83 the right implant and capsule was removed due to infection. On 9/26/84 reconstruction of right breast was performed utilizing 150cc silicone mammary prosthesis. Recently MRI showed evidence of rupture of left breast. On 1/3/96 pt was admitted to the hosp to undergo removal of ruptured implants. At time of surgery, the left breast implant was found to be completely collapsed with most of the silicone outside the envelope of the implant, but within the capsule of the breast. The silicone was removed and also the envelope. Replacement was accomplished with a saline implant.